Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was received with pinch-on tool attached and a bent pin. The helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the lead was initially placed and needed to be moved due to unacceptable sensing. The helix was retracted and the lead was placed in an alternative position upon which the helix would no longer extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.